Event description:
It was reported that shaft break and balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft broke and the balloon burst. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.